Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:654:0000 failure code. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 550:320:654:0000 was confirmed during product evaluation. The root cause was assigned to a loose p12 cable connector. The p12 cable connector was reseated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.